Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. During procedure, the physician had difficulty inserting the lead into the header of the implantable cardioverter defibrillator. The physician had remove and reinsert the lead multiple times. Noise was observed on the device. Eventually the lead was inserted, but the physician felt uncomfortable. Device interrogation was showed no electrical anomalies. The patient was stable post procedure.